Event description:
It was reported that the insulin pump alarmed motor error during basal. The blood glucose was 328 mg/dl. The customer was advised to disconnect from the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.